Event description:
It was reported that the customer experienced low blood glucose levels for a week. The blood glucose reading was 37 mg/dl. Upon inspection, the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the displacement test during troubleshooting. The customer was advised to consult a doctor regarding the low blood glucose levels. She requested a call back later to complete troubleshooting for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.